Event description:
It was reported that the patient was hospitalized for a decrease in hemoglobin. The patient received blood products and was being managed on antibiotics for chronic infection. The patient's international normalized ratio (inr) was supratherapeutic. The patient was found to be obtunded and computed tomography (CT) revealed a subarachnoid hemorrhage and it was felt the patient would have no chance of neurological improvement. The patient was discharged from the hospital on hospice care prior to death. The patient passed away on (B)(6) 2019.

Manufacturer narrative:
The patient's chronic infection is reported in MFR #2916596-2016-00677 and MFR #2916596-2018-03732. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported events could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists stroke, bleeding, and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. No further information was provided. The manufacturer is closing the file on this event.